Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level below 50 mg/dl. Bg cause was not known. Customer consumed glucose tablets to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from ¿low¿ (below 40 mg/dl) to 56 mg/dl were recorded by continuous glucose monitor (cgm) from 11:54:26 am to 1:39:26 pm on (B)(6)2020. Cgm alert 1 (cgm low alert) enunciated at 11:59:26 am, 12:19:26 pm, and 1:39:26 pm. On (B)(6)2020, at 8:23:12 am, user made a bolus request while still having insulin on board (iob). Making a bolus request while still having iob could lead to a low bg event. On (B)(6)2020, at 9:37:01 am, user made a bolus request without entering current bg and while still having insulin on board (iob). Making a bolus request without entering current bg and while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.